Event description:
This complaint is now reportable based on the analysis completed in 01/2006. It was rteported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. No pt injuries or complications were reported. However, the returned product confirmed a shaft fracture.